Event description:
It was reported, the pump was explanted due to an unknown product issue. The healthcare provider would like the pump to be analyzed. The pump was being used to deliver baclofen. The patient¿s status at the time of this report was ¿alive-no injury.¿ patient symptoms were not reported with this event.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the pump was delivering lioresal (2000 mcg/ml at 835.5 mcg/day) prior to replacement in (B)(6) 2013.

Event description:
It was later reported that the patient pump was being used to infuse gablofen. It was noted that the patient was recently seen twice. It was reported that the healthcare provider did not know the dates of the patient's switch in medication.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor feedthru anomaly involving shorting across insulator. Corrosion and bridging were found across the insulator of the m1 feedthru.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was replaced due to withdrawal symptoms. The catheter was not replaced at that time. For the past year prior to the report the patient had dose escalations for increased spasticity and was hospitalized during that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.